Event description:
Customer reports an increase in positive antibody screens using tango optimo since preventive maintenance was done a couple of months ago. They are seeing positive antibody results every day they run the test on the instrument. When they send the samples out for confirmation the samples are all negative. A service visit was performed. The technician replaced the result camera illumination module and performed necessary camera software adjustments. The customer controls ran successfully, and run 6 samples, which had been previously resulted as false positive and now all resulted clearly as negative. Since the new light source module was installed the tango optimo instrument works without any problems in the interpretation of reactions.